Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21090. It was reported the patient had not charged the ipg in approximately a year and a half. The patient was 'frustrated' with the system and had turned it off. As a result, communication with the ipg could not be established using the patient's charger and programmer. Subsequently, surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.